Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 40 mg/dl and the customer was given juice to address the bg level. The contact stated that customer may have inadvertently set the basal rate incorrectly, the basal setting was set to 10 units instead of 1. Tandem technical support reviewed the settings and confirm that the basal setting was no longer set to 10.

Manufacturer narrative:
Correction: (no product problem; adverse event only).